Manufacturer narrative:
As a resolution, replacement parts were ordered and installed by the field service engineer. The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and confirmed the issue in the event logs but was unable to duplicate during testing. This indicates that the auto-zero solenoids can be slow to respond.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the customer claims this unit has a note on it "not working." A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported vent inop on start-up and motor fault alarms. The customer reported the turbine differential transducer failed calibration testing. The customer reported there is no patient involvement associated with the event.